Event description:
It was reported that the patient's pump was eroding her skin. Patient was admitted on (B)(6) 2013 in the intensive care unit (ICU) and was being observed. Per reporter the original plan was to get the pump out and put a new pump in on the other side and just run the catheter over there. However they were having issues with location for the new pump as patient had a g tube and was "really thin". So they had decided to explant the pump and were lowering her dose. Drugs delivered via the device were baclofen and prialt; drug doses were lowered on (B)(6) 2013. Patient wasn't having any clinical symptoms of withdrawal or under dose and/ or infection and had been medically managed fine. The intervention was planned for (B)(6) 2013. It was reported that the plan was to explant the pump and catheter and have a new catheter connected to an external pump, which would administer baclofen (liroesal). It was added that the pump and catheter were removed as per plan and the incisions closed. A new catheter was placed intrathecal and externalized from the skin in the back. "The purpose of this catheter was to provide a method for injecting boluses if the patient experienced withdrawal". The previous pump and catheter were sent for culture and were to be discarded thereafter. Two hours post-op patient was noted to be doing well, no longer receiving therapy, no symptoms.

Manufacturer narrative:
Product ID 8709sc, lot# n296641011, implanted: (B)(6) 2011, product type: catheter. (B)(4).